Event description:
Description: printed inside the syringe. Replace with a different product.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D4 medical device lot# - was reported, however, this is not a lot# manufactured for the reported catalog#. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
No additional information.